Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their recharger is messed up and cannot charge. Pt states she sees all these screens on numbers and switches between not finding the device. Pt reports the paddle is burning her skin. Pt did not state if she has a red mark or an actual burn. Pt states she has told people about this and they advised can get hot while charging. Patient said she has always had issues with the paddle, but this particular issue started today when she was trying to charge the implant. Patient also said the device does not hold a charge for more than 3 days like her old unit. Patient service specialist had patient reset the controller. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out.